Event description:
Patient had investigational heartmate 2 lvad implanted. Device appeared to be pulling large amounts of air from somewhere and were passed into the pt. The vents were unable to rid the large amounts of air. After multiple attempts were made to find where the air was coming from and alleviate the possible entry sites, the device was changed. A second heartmate 2 was implanted and the air emboli problem ceased. Unfortunately the pt had a severe neurologic hit displayed by a grand mal seizure under general anesthesia. After discussion with the family, treatment was withdrawn the next day.